Manufacturer narrative:
Investigations conclude that the customer did not follow labeling information with regards to calibration. Labeling indicates that only one calibration procedure is to be performed per aliquot of calibrator.

Manufacturer narrative:
The field service representative also indicated that he performed a "hv pmt" adjustment and a "blank cell calibration". The customer was unable to confirm whether or not the reagent pack was actually bad.

Event description:
The customer reported that they received questionable results for seven patient samples tested for folate rbc. Of the seven samples, one was found to have an erroneous result. The sample initially resulted as 513.8 ng/ml (whole blood folate). The sample was repeated and resulted as 552.7 ng/ml (whole blood folate). The sample was repeated a second time and resulted as 614.4 ng/ml (whole blood folate). A calculation was performed using the second repeat value of 614.4 ng/ml and a hematocrit value of 26.4%, yielding an rbc folate result of 2327.3 ng/ml which is the value reported outside of the laboratory. It was determined that the customer was using a calibrator that may have been reused when the assay was calibrated. Labeling indicates that calibrators are to be aliquoted and to perform only one calibration procedure per aliquot. The customer placed a new reagent pack on the analyzer and tested routine controls which recovered high. The customer then calibrated the new pack using old calibrators, the repeated controls. Controls were still high. The customer then recalibrated the new pack using a new set of calibrators, then ran controls. Controls were acceptable. The patient sample was then repeated a third time after these steps, resulting as 405.6 ng/ml (whole blood folate) on (B)(6) 2013. A calculation was performed using the third repeat value of 405.6 ng/ml and a hematocrit value of 26.4%, yielding an rbc folate result of 1536.4 ng/ml. The 1536.4 ng/ml value (405.6 ng/ml for whole blood folate) was believed to be correct and a corrected report was issued. The patient was not adversely affected by the event. The rbc folate reagent lot number was 16812701 with an expiration date of 05/31/2013. The rbc folate hemolyzing reagent lot number was 16331005 with an expiration date of 02/28/2013. The field service representative could not duplicate the issue. The customer removed and discarded the reagent pack that was used. The customer believes the reagent pack was bad. The field service representative made a small adjustment to the sipper forward in the sampling position. He ran performance testing with good results. He ran calibration and quality controls.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.